Event description:
Patient additionally reported, "silicone granuloma in the capsule¿. And "minimal volume peri-implant fluid". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications. And analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Healthcare professional reported capsular contracture baker grade iii.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported a right side capsular contracture baker grade unknown and implant ¿recalled due to the link with bia-alcl cancer¿. The device remains implanted.